Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 4 events were reported for this quarter. Product return status : 4 devices were received for evaluation. Evaluation status : 4 events were confirmed during testing, - 4 devices were found to be affected by detached and missing components. Product disposition : the devices were repaired and returned to the user facility. Additional information : there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach; 4 events had no patient involvement; no patient impact.